Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 564 mg/dl. The customer experienced several no delivery alarms prior to the event. The customer conducted the prime test on her own, and the insulin pump passed the test. Advised that the alarm was a site related issue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.